Manufacturer narrative:
A review of manufacturing lot history record shows that the reported lot was released to distribution on 12/13/2016 having met all manufacturing and quality release requirements including product sterility testing. There were no manufacturing deviations or non-conformances associated with the production of this lot. A review of the complaint log shows that this is the only complaint associated with this reported lot number.

Event description:
It was reported that an ecm for vascular repair (cmcv-012-606 lot m16n1320) was used on a (B)(6) male patient who developed a "infected right femoral area." The ecm had been soaked for approx. 30 seconds and used in a right femoral endarterectomy with right iliac stent utilizing a 6.0 prolene suture on (B)(6) 2017. The patient was discharged. The patient then returned for a re-do procedure on (B)(6) 2017. Per redacted medical records, on (B)(6) 2017 the following procedures were performed: "angiography of right femoral area prior to starting the procedure and used for control of iliac artery, exploration of right femoral area, debridement of artery and previously placed patch down to the external iliac and profunda femoral artery, right external iliac to profunda femoral bypass using superficial femoral artery, a satorius flap for coverage."